Event description:
Pump was reported to overinfuse during clinical use. A 35ml bottle of "tpa" was set to infuse at 35ml/hr. In 35 mins, the entire bottle was empty. No add'l clinical info was able to be obtained. No pt injury resulted.